Event description:
The manufacturer received information alleging an everflo oxygen concentrator caught on fire. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for evaluation. The manufacturer determined the fire originated external to the device. The manufacturer found the fire occurred at the user end of the tygon oxygen tubing. The device was visually inspected and found no evidence of thermal damage internal to the device. The device was tested and operated to design specifications. Product labeling states," oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use." The manufacturer concludes the device did not cause the fire.